Event description:
The report indicated that during a routine coronary artery bypass graft procedure poor gas exchange was noted. The unit was changed out with no pt compromise. To date, no product has been received for complaint analysis.